Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing of ectopic heartbeats that were detected as bradycardia. It was noted that the device battery was at end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.